Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the distal left anterior descending (lad) artery. Pre-dilatation was performed using a 2.0 x 12 mm mini trek dilatation catheter; however, during balloon inflation, the balloon ruptured at 18 atmospheres. A second 2.0 x 12 mm mini trek was then used and the procedure continued. There was no reported clinically significant delay and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. The investigation determined the reported difficulty appears to be related to user error. It should be noted that the coronary dilatation catheters (cdc)mini trek rx, instructions for use states: balloon pressure should not exceed the rated burst pressure (rbp). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.